Event description:
It was reported that the deep brain stimulation (dbs) patient experienced delirium, sepsis, a urinary tract infection and possible aspiration pneumonia postoperatively from the implant procedure. Three days post-implant, the patient experienced a mild fever which was treated with medication and the event has since resolved. Four days post-implant, the patient experienced mild tachycardia which has since resolved with no action taken. Each of the patients symptoms was assessed to have a probable relationship to the procedure. The relationship to the device was reported as not related. The relationship to the device stimulation were assessed as not related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7099861.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced delirium, sepsis, a urinary tract infection and possible aspiration pneumonia postoperatively from the implant procedure. Three days post-implant, the patient experienced a mild fever which was treated with medication and the event has since resolved. Four days post-implant, the patient experienced mild tachycardia which has since resolved with no action taken. Each of the patients symptoms was assessed to have a probable relationship to the procedure. The relationship to the device was reported as not related. The relationship to the device stimulation were assessed as not related. Additional information was provided that the patient died due to sepsis and aspiration pneumonia.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7099861.

Manufacturer narrative:
Updates made to block b2 and block b5. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced delirium, sepsis, a urinary tract infection and possible aspiration pneumonia postoperatively from the implant procedure. Three days post-implant, the patient experienced a mild fever which was treated with medication and the event has since resolved. Four days post-implant, the patient experienced mild tachycardia which has since resolved with no action taken. Each of the patients symptoms was assessed to have a probable relationship to the procedure. The relationship to the device was reported as not related. The relationship to the device stimulation were assessed as not related. Additional information was provided that the patient died due to sepsis and aspiration pneumonia. Additional information was provided that the patient died due to physical deconditioning and parkinsons disease which was assessed as not related to the procedure, device hardware or device stimulation.